Manufacturer narrative:
The lens remains implanted. The provided video was reviewed. The cartridge preparation was not shown. Viscoelastic can be observed at the loading area. The lens was loaded and rapidly advanced without biasing the lens down. A handpiece was used. The lens is advanced to the end of the tip with a slight pause at mid-nozzle. The device is removed from view. The cartridge tip comes back into view as it is inserted into the incision. The lens is advanced into the eye. A strip of material is observed on the right posterior surface of the optic after the lens is delivered. An unsuccessful attempt is made to remove with the I/a tip. The lens remained implanted. Iol product history records were reviewed and documentation indicated the product met release criteria. A handpiece and qualified cartridge were indicated. The viscoelastic indicated viscoelastic has not been validated for the handpiece combinations. The root cause for the reported foreign material could not be determined. The lens and foreign material were not returned for evaluation. No determination can be made without physical evaluation of the complaint samples the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, foreign materials were confirmed and remain in the eye.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a scratch or foreign material like dirt was found on the optic after intraocular lens (iol) implantation. The surgery was completed without product replacement. Additional information is requested.